Manufacturer narrative:
D11 - the cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis found the primary finding of grip tip broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.213" x 0.640" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the broken instrument grip tips is typically attributed to mishandling / misuse, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps instrument has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or video clip for the reported event was submitted for review. A review of the instrument log for the cadiere forceps instrument (pn# 420049-13 / lot# n10210125 655) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sh2407 for approximately 0:15:49. The alleged event occurred on the 6th use of the instrument. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. This complaint is being reported based on the following conclusion: it was reported that the tip of the cadiere forceps instrument became loose and fell into the surgical field. The fragment was retrieved during the same procedure and a backup instrument of the same type was used to complete the procedure with no reported injury. Unintended fragments falling inside the patient may require surgical intervention. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event. In addition, at this time, it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument was not responding well to the commands when part of the instrument tip became loose and fell into the surgical field. The fragment was retrieved, a backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer reported the instrument was inspected prior to use with no issues identified. No intraoperative collisions occurred. All of the fragments were confirmed to have been retrieved during the same procedure by the assistant surgeon. No procedure video was available.